Event description:
A surgeon reported that during insertion of an intraocular lens (iol), he noted damage at the junction between the top loop and the optic. The iol was removed and another lens inserted during the same procedure. The surgical incision was widened to facilitate removal of the damaged iol.